Event description:
No new information was reported.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry was established, and a download of the devices diagnostic data was successfully completed. Using specific engineering tools, laboratory engineers were able to access and further investigate the treated episode recorded on (B)(6) 2018 at 11:45 pm (i.e., the only episode available for review). Review of this episode noted that the marker intervals indicating certified/non-shockable beats for the patients qrs complexes in normal sinus rhythm started to become calculated as invalid. The range of the device clock is two seconds. In the presence of these invalid values, the device adds an "s" marker every two seconds, which do not correlate with any sensed beats. The device manages these two second "s" markers differently than normal sensed beats and as a result, the device counted many of the repeating two second "s" markers as treatable beats, which prompted inappropriate therapy delivery. This unusual device behavior was traced to corruption within the program memory associated with the devices readclock function. The readclock function monitors the device clock, storing current values to various memory locations. Memory corruption of the specific address associated with the readclock function caused the device to store part of the clock data to other memory locations. As a result, the clock values from the last detected qrs signal and currently detected qrs signal were the same and calculated as "0"; the device declared the signals as invalid leading to the inappropriate therapy delivery as described above. Of note, the readclock is also involved in the timing for the devices telemetry chip and with the performance of magnet resets. Detailed review of the memory also confirmed that the device performed a system reset on (B)(6) 2018, shortly after an attempt to upgrade the firmware on that same day; this reset restored the devices ability to establish telemetry and perform a magnet reset. Deeper investigation was conducted to determine the reason the device did not perform a reset after the corruption occurred on (B)(6) 2018. As noted above, the readclock is also involved in the timing of the memory checks the s-ICD performs on a routine basis. The transient corruption in the readclock function in this device also caused a delay in the timing of the memory checks; hence, the system reset occurred two days later. Engineers concluded that the behavior this s-ICD exhibited between (B)(6) 2018 to (B)(6) 2018 was the result of a transient memory corruption within the device's readclock function. Although analysis isolated the location where the transient corruption occurred, the root cause could not be identified. Monitoring of the device during analysis did not result in repeated corruption as might occur with a memory hardware malfunction. Engineers speculate that this device may have suffered from a single event upset (seu). An seu is a change of state in the device memory induced by an ionizing particle (either cosmic or therapeutic radiation sources) such as a cosmic ray, alpha particle, neutron, or high energy proton interacting with device memory. Seus can be comprised of a single-bit flip, multiple-bit flips, or logic errors. In this case, an seu likely affected the readclock function, causing the device to count normal sinus beats as treatable, leading to inappropriate therapy delivery, as well as prevention of normal telemetry, automatic memory checks, and magnet reset functions. Seus affect all electronic devices utilizing integrated circuits and can result in a wide range of untraceable device malfunctions. Cardiac implantable electronic devices include mechanisms to detect and correct memory corruption in order to reduce the occurrence of potentially harmful malfunctions; however, it is not possible to entirely prevent memory corruption from environmental radiation. In order to address why the device delivered shock therapy in the presence of a magnet, additional testing of the device's magnet reed switch was conducted to determine if the device is responding appropriately. The magnet reed switch is a small switch within the device that is normally "open" until a magnet is applied to the device which subsequently closes the reed switch and temporarily suspends therapy delivery until the magnet is removed. Tones are also produced to notify the user that magnet application is successful. Testing confirmed this device had normal reed switch operation and was emitting tones correctly in the presence of a magnet. Another review of the device memory confirmed there were many short magnet detections recorded on (B)(6) 2018, consistent with intermittent magnet application. Please note that the reed switch response to magnet application is not affected by the readclock function; therefore, the memory corruption found in this device did not contribute to the devices hardware response to a magnet. However, the timing of how often the device checks to see if a magnet is present could have been potentially affected by the transient corruption of the readclock function. Unfortunately, laboratory testing was unable to determine if this scenario occurred with this s-ICD. There were also additional concerns that the tablet programmer used to interrogate this s-ICD may not have been functioning appropriately. Please be aware that if a corrupted episode is detected, the tablet programmer is designed to display a red warning screen and will subsequently shut down; this is considered normal/expected function. As such, there is no indication that the programmer was not operating as designed. The inability to establish telemetry with this s-ICD was due to the transient corruption described above that impacted normal telemetry functionality.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks from the device. The patient presented to the hospital and the device was unable to be interrogated. The programmer indicated that new software was in the process of being downloaded, however it was not successful. Another attempt was made to interrogate the device with a different programmer, but was unsuccessful. A magnet reset was attempted, but was again unsuccessful. It was reported that the device had a previous software version at the patient's last follow-up which was more than a year ago. Beep tones were able to be heard from the device for more than 60 seconds. Engineering analysis confirmed the beep tones were the result of intermittent magnet application. The device delivered another four to five inappropriate shocks, despite having a magnet placed on the device. It was reported the patient was subjected to severe pain due to receiving the inappropriate shocks. As a result, the patient was transferred to the intensive care unit for sedation. Additional attempts to interrogate the device with updated software were unsuccessful. After 7 attempts of performing a magnet reset the device was interrogated. Therapy was programmed off. Fourteen beep tones were heard from the device. While reviewing the episodes, a red screen presented and the episodes were not able to be viewed. A latitude communicator was sent to hospital and a patient initiated interrogation (pii) was performed. No ventricular episodes were present, however the firmware log file indicated there had been commanded shock therapy. A few days later a revision procedure was performed. The device was explanted and successfully replaced. Induction testing was not performed. No additional adverse patient effects were reported. Additional information was received that the patient was physically doing fine, but was having difficulties mentally and was referred for psychological help dealing with his trauma.